Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple rounds of anti-tachycardia pacing (atp) to convert arrhythmia. The rhythm had entered the programmed ventricular tachycardia (vt) zone at 110-115 beats/minute (bpm) and appeared to be atrial-driven. The ICD remains in service and no adverse patient effects were reported. It was additionally reported that multiple additional rounds of atp were delivered to convert atrial-driven arrhythmias in the vt zone. Also, in the stored vt and atrial tachy response episodes, there appeared to be a sinus rhythm with frequent farfield r-wave oversensing. The ICD remains in service.